Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es drawer was not detected on the bus. The customer stated that this malfunction caused a delay in dispensing the medications to the patient. However, there were no adverse events or injuries reported due to this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 14-nov-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the t-shot/visual inspection showed the drawer was not receiving power. Further inspection revealed that the pyxibus module and at least one drawer board had failed. A field service engineer found the pixie bus module controller unplugged from the retractor bands. The field service engineer replaced the pixie bus module controller and drawer 4. Additionally, removed the pockets from the original drawer and placed them into the new drawer to resolve the issue. The system functioned as intended after the field service engineer repaired the device.